Manufacturer narrative:
Device evaluated by manufacturer: yes. Device evaluation: the sample returned included the original packaging (folding carton) inner pouch, label and lens case. No lens was available in the returned product. The complaint issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional investigation requests for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: if implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported upon opening intraocular lens (iol) model zcb00, there was debris observed on the lens. There is no patient contact reported, therefore no patient injury, or surgical intervention required. No additional information was provided to johnson & johnson surgical vision.